Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred and the device was planned to be explanted. The status of the right ventricular (rv) lead was requested and not received. No further patient complications have been reported as a result of this event.